Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: large amount of black water flowed out of main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. (E315 error) the most probable cause of the complaint is cause not established. (Large amount of black water flowed out of main body.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented an e315 scope error. This occurred during inspection for use. There were no reports of patient involvement.